Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment. Customer reported that leak was on top of reservoir and also mentioned that reservoir was loose inside of compartment. Customer's blood glucose was 400 mg/dl. Customer reported that there were no cracks or splits in the barrel and all components were present. Customer was advised that reservoirs would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs, inspected the reservoirs o rings and stopper groves for anomalies none were found. Ran a basal and bolus for the leak test 1 of the 2 transfer guards was occluded, the remaining reservoir transfer guard passed per specifications. Using a new transfer guard the reservoirs were will with diluent, connected to a new infusion set. Installed the reservoirs and connections into a medtronic 5 series insulin pump found the reservoirs do not leak.